Manufacturer narrative:
Tracking #.21629. Device not returned for analysis.

Event description:
During a laparoscopic cholecystectomy the clips were scissoring. Another er320 was used to complete the case. There was no consequence to the pt.